Event description:
It was reported that relative to an unspecified procedure, two perclose devices would not deploy. Hemostasis was achieved with an unspecified method. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 08/14/2025. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
Subsequent to the initially filed report, additional information received stating: it was reported this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional procedure with an 8f sheath. Reportedly, with two devices, a suture break occurred during deployment. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported suture separation was observed as needle to cuff miss. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1: correction (brand name) from unk perclose to perclose¿ prostyle¿ d2a: correction (common device name) from vessel closure suture to device, hemostasis, vascular d3: correction (manufacturer establishment name, address, city, state, and postal code) d4: corrected lot number from unknown to 5061741 , d4: model # correction from unk perclose closure to 12773-02, d4: catalog # correction from unk perclose closure to 12773-02, d4: corrected primary UDI number from unk to (B)(4), e1: first, last name updated from unk to (B)(6), h6: medical device problem code 2610 was removed.